Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted. After the procedure, the patient was taking acetylsalicylic acid (asa) plavix. Post procedure, an echocardiogram (echo) was performed and there was no pericardial effusion seen. The patient was discharged. On (B)(6) 2023, the patient presented to the hospital with st elevations and chest pain. An echocardiogram (echo) was performed the following day on (B)(6) 2023, and it was confirmed that a circumferential pericardial effusion had occurred. A pericardiocentesis was performed. The pericardial effusion led to cardiac tamponade. The patient was reported as stable.

Manufacturer narrative:
An event of angina, non-specific EKG/ECG changes, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was reported that the patient presented to the hospital with st elevations and chest pain. An echocardiogram (echo) was performed and it was confirmed that a circumferential pericardial effusion had occurred. A pericardiocentesis was performed. The pericardial effusion led to cardiac tamponade. Based on the information received, the cause of the reported events could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of angina, non-specific EKG/ECG changes, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event of pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.